Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with over 300 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer overfilled the cartridge. A new cartridge was loaded to resolve the issue. There was no adverse impact on customer's blood glucose level.